Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that during a knee arthroscopy, the biorci screw snapped on insertion. The procedure was completed with a backup device with no significant delay or patient injury reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: h3, h6: the reported 8x25mm biorci ha screw, used in treatment, has been returned for evaluation. Visual assessment of the screw confirmed the reported complaint of breakage. Approximately 3.5mm of the distal threads have broken off and were not returned for examination. Dimensional assessment of the screws major diameter and wall thickness was measured and found to meet print specification. An exact root cause cannot be determined with confidence with the limited clinical details provided; however, factors that could have contributed to the reported event include: not preparing the insertion site as recommended by the instructions for use. Excessive force placed on the device during use. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.